Manufacturer narrative:
No product has been returned for evaluation. X-ray films provided confirm the alleged event. At this time it is unknown if patient will undergo a revision procedure. Even though root cause cannot be confirmed patient fall may have contributed to alleged event. Labeling review: potential adverse events and complications: "as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)." Patient education: "preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." Post-operative warnings: "during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." Product remains in-situ.

Event description:
On (B)(6) 2019 patient underwent an extreme lateral interbody procedure without reported events. On (B)(6) 2019 an x ray was taken and radiologist identified cage break. Patient had suffered a fall 10 days post operative experiencing low back and leg pain. It is unknown if patient will undergo a revision procedure at this time.